Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an explant of a linx device.

Manufacturer narrative:
(B)(4), date sent: 8/10/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what is the product code for the linx device that was removed? Lmx16 what is the lot # for the linx device that was removed? Unknown not mentioned in the implantation report. What was the reason for removal of the linx device? Reflux & dysphagie. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Hiatoplasty was performed during the initial procedure, otherwise unknown. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. At the time of removal, was the device found in the correct position/geometry at the time of removal? Unknown, as the implanting clinic was different from the explanting clinic. Have the symptoms resolved since the device was explanted? Hiatoplasty performed with mesh insertion and roux-y bypass conversion.